Event description:
The initial attorney report alleged pain, abdominal infection, and defective mesh. The following is based on the medical records provided by the pt's attorney: 1999 - left inguinal hernia repair with unidentified marlex mesh. In (B)(6) 2005 - primary repair of an umbilical hernia. (B)(6) 2005 - incisional hernia repair with unidentified marlex mesh. In 02/2006 - presented with a recurrent hernia following a coughing spell. It was noted that "a composix mesh was recommended, the mesh had been recalled and the surgeon was waiting for it to go back on the market. On (B)(6) 2007 - repair of a right inguinal hernia with composix kugel mesh. The mesh was tacked down occluding the right hernia covering the previous mesh on the left, which was noted to have eroded into the peritoneum. (B)(6) 2007 - laparotomy through previous incision with excision of composix kugel mesh. Serous fluid was noted to have been aspirated. The surgeon noted that "it appears that the underlying cause of the inflammatory reaction and partial small bowel obstruction was that the prolene where we had tacked the mesh up to the anterior peritoneum had either torn through the peritoneum or came through the mesh and the mesh itself had buckled." On (B)(6) 2007 - admitted for subcutaneous abscess with cellulitis. Percutaneous drainage was done, cultures revealed coag negative staph. She was treated with antibiotics and discharged with percutaneous drainage.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. The md noted that the mesh had "buckled" and it appeared that the prolene sutures had either torn through the peritoneum or came through the mesh causing the mesh to buckle. No sample was return; therefore, an eval could not be conducted. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.